Event description:
A customer contacted beckman coulter inc. (Bci) in regards to clenz leak through pinch valve 39 and shorted out the ls preamp, causing burning smell. The customer was wearing personnel protective equipment (ppe). No exposure, or contact with the eye or skin, open wounds or mucous membranes to the cleaner. No documentation of medical assistance being sought.

Manufacturer narrative:
A bci field service engineer (fse) found no functional issues with the pinch valve #39. It is a triple pv, and has I-beam tubing routed through the normally closed section. Fse found the tubing itself was cut, causing the leak. Fse replaced the tubing, damaged ls preamp and peltier temperature card. The root cause was attributed to a cut in the tubing attached to pinch valve 39.